Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects intimal dissection of the coronary artery is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The treatment appears to be related to the operational context of the procedure as an additional xience prime was implanted.

Event description:
It was reported that the procedure was treating a moderately tortuous, moderately calcified, 99% stenosed lesion in the distal left anterior descending (lad) coronary artery. After pre-dilatation with a 2x15mm balloon, the 2.5x38mm xience prime stent delivery system (sds) was advanced and the stent was deployed at the target lesion; however, a proximal edge dissection occurred. Another xience prime stent was deployed to treat the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.